Event description:
During a left atrial appendage occlusion (laao) procedure, the sheath broke apart and remained in the patient, requiring medical intervention to remove the pieces. The sheath was being used to implant a watchman device. After transeptal access was achieved using the sheath and a brk-1 needle, a non-abbott (toray) guidewire was advanced into the left atrium through the sheath. The sheath was then removed to exchange for the watchman deployment sheath. When the sheath was removed from the patient, the device broke, cracking in several places. The tip of the device was also broken off, remaining in the patient, still on the guidewire. The tip was successfully retrieved using another sheath and a balloon and guided by fluoroscopy and ice. The sheath was replaced by an sl1, the procedure was then restarted and was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath was noted to be fractured and detached from the distal end. Additionally, the sheath was yellowed and noted to be cracked in multiple locations. The damage is consistent with degradation of the device due to exposure to uv light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product instructions for use (IFU) warns that the product should be stored in a cool, dark, dry place. The cause of the sheath degradation is consistent with not following the instructions for use.